Manufacturer narrative:
Date of event: the exact event date is unknown. Investigation summary: based on the information available, the cause that contributed to the reported lasering issue cannot be established as the product is not available for analysis. Device history record (DHR): the lot number for the reported greenlight fiber was not provided. A ship history review was performed and identified 26134180, 26134185, 26181772 as potential lot numbers shipped to this customer. A review of the DHR for the probable lots was performed and did not indicate evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the device was released having met all manufacturing specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review: a review of the labeling was completed. The device instructions for use (IFU) state: caution: do not use if the package is damaged. Damage to the package may result in damage to the fiber or compromised sterility. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Caution: do not bend the fiber. Insert the connector of the fiber into the fiber port on the laser console and turn clockwise until it locks (1/4 turn). Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the fiber was shooting out laser from the tip. Therefore, the procedure could not be completed with this fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.